Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robot-assisted laparoscopic urology, the tip of both needles were found branched. There was a possibility of damage from the beginning. A new product was taken out to complete the case. There was no patient injury.